Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation of premature ventricular contractions with a smart touch unidirectional catheter. The reported issues were that the error code "catheter out of mapping range" appeared and ¿na" displayed instead of force. The problems were resolved by replacing the catheter. The procedure was completed with no consequences to the patient. Upon receipt, the catheter was inspected and the shaft was found broken twice at 9.7cm and 11.0 cm from the dome and internal components were exposed and there was reddish brown material inside the pebax. The reddish material was filtered through the hole on the shaft to the pebax since there was no damage on the pebax area. Due to this condition, an electrical test was performed and the catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. These damages were not initially reported by the customer. Based on the information recovered, it was determined the root cause of the reddish material inside the pebax and lumen was due to the broken shaft. An internal corrective action has been opened to investigate the broken shaft issues. Then per the reported complaint, the catheter was evaluated for eeprom, carto 3 and biosensor functionality. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint cannot be confirmed. An internal corrective action has been opened to investigate the broken shaft issues on the smart touch catheters.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation of premature ventricular contractions with a smart touch unidirectional catheter and during assessment of the returned catheter, it was found that the shaft was broken with internal components exposed. The original reported issues were that the error code "catheter out of mapping range" appeared and "na" displayed instead of force. The problems were resolved by replacing the catheter. The procedure was completed with no consequences to the patient. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Therefore, these issues were assessed as not reportable. Biosense webster, inc. Received the catheter for analysis. During the first visual inspection it was found that the clear sensor sleeve (pebax) had reddish brown material inside. No hole was found in the sleeve. Foreign material was found underneath the pebax. However, there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. Therefore, this issue was assessed as not reportable. During the failure analysis assessment on august 20, 2015, the shaft was found broken with internal components exposed on the usable length of the catheter. Since the catheter integrity was not maintained and internal components were exposed to patient, this issue was assessed as a reportable malfunction. The awareness date was reset to august 20, 2015.